Manufacturer narrative:
The device was returned, and the evaluation found no other reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope has a loss of image with movement of the distal tip. Movement decreased at the distal tip. The issue occurred during unknown diagnostic procedure there was a 15 minutes delay and anesthesia extended 15 minutes. The procedure was completed on a similar device. There was no impact on the patient and no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow up. The device was evaluated by olympus, and the reported malfunction was not confirmed. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image occurred due to the biopsy channel leaked and water invaded the device during user handling. However, a specific root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic image. Leakage testing of the endoscope. Additional information received: the customer reported no anomaly noted during device inspection prior to use. Olympus will continue to monitor field performance for this device.